Event description:
It was reported that post implant a realize band, the port disconnected from the band tubing and the band slipped. This was detected via CT scan. Prior to this the patient has had successful weight loss. The device is still implanted into the patient. It is to be determined how the problem will be managed.

Manufacturer narrative:
(B)(4). Device remains implanted additional information provided by the surgeon. In what sequence did the surgeon discover the band slippage and the port disconnect? Pt was doing very well until (B)(6) 2011 - started having epigastric pains on/off, then noted no restriction with band at all (able to eat large portions, hungry between meals - whereas previously she was having no such problems). We checked for volume in her band - found nothing. Work up included xray and CT - confirming disconnect between port and cath, and band slipped. Surgeon recommends replacing band and port.